Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer contacted medtronic following up on a previous call regarding her daughter's high blood glucose. The customer's mother stated the customer continued having issues with her high blood glucose. She stated the customer's infusion sets are hurting. The customer's mother reported that her daughter's blood glucose continues to be running high in the 250mg/dl-350mg/dl range. The customer's mother contacted the doctor for a follow up appointment. Customer's mother declined troubleshooting at this time. The customer's mother stated that the previous day, her daughter had high blood glucose at school of 420mg/dl. The customer checked the infusion site and nothing was pulling out. The customer's current blood glucose was 226mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose. The customer states that they had gone from 423mg/dl to 528mg/dl. The mother states they noticed the tubing had insulin all over it. The customer's blood glucose level at the time of incident was 591mg/dl, and their most current level was 127mg/dl. The mother states they treated the high levels with the pump and pen. Troubleshoot was conducted. The customer was advised to change set, and call back if uses persist.